Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this 66 y/o female patient had a failed left total knee replacement refractory to conservative management. Imaging was consistent with failed left knee arthroplasty. Femoral component and insert were revised to zimmer. Kept tibial hardware.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Section h11:the following sections have corrected information: (b5) describe event or problem: it was reported via legal that this 66 y/o female patient had a failed left total knee replacement refractory to conservative management. Imaging was consistent with failed left knee arthroplasty. Femoral component and insert were revised to a competitor¿s devices on 05/04/2022. From surgical note: ¿a midline incision was made and extended down through the subcutaneous tissues. A medial parapatellar arthrotomy was performed. A medial release was performed, elevating the superficial medial collateral ligament down to the posteromedial corner of the knee. A thorough synovectomy was performed. The patella was dislocated and the knee was flexed. At this point we began removal of our implants. Using a combination of a small saw and osteotomes, the femoral implant was removed with minimal bone loss. Our attention was then turned to the tibia, which appeared to be well-fixed. We then proceeded with a femoral reconstruction. All cement was removed from the femur. Femoral canal was reamed. An intramedullary guide was placed in the femur and a distal femoral cut was performed.¿ no complications. Pathology was consulted for the removed left knee hardware. There is no descriptive information about the implants in the surgical note. No additional information.

Event description:
It was reported via legal that this 66 y/o female patient had a failed left total knee replacement refractory to conservative management. Imaging was consistent with failed left knee arthroplasty. Femoral component and insert were revised to a competitor¿s devices on 05/04/2022. From surgical note: ¿a midline incision was made and extended down through the subcutaneous tissues. A medial parapatellar arthrotomy was performed. A medial release was performed, elevating the superficial medial collateral ligament down to the posteromedial corner of the knee. A thorough synovectomy was performed. The patella was dislocated and the knee was flexed. At this point we began removal of our implants. Using a combination of a small saw and osteotomes, the femoral implant was removed with minimal bone loss. Our attention was then turned to the tibia, which appeared to be well-fixed. We then proceeded with a femoral reconstruction. All cement was removed from the femur. Femoral canal was reamed. An intramedullary guide was placed in the femur and a distal femoral cut was performed.¿ no complications. Pathology was consulted for the removed left knee hardware. There is no descriptive information about the implants in the surgical note. No additional information.